Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). Immediately following release of the closure device, the device shifted proximally within the laa. No patient complications were reported. The patient will be monitored and reassessed at a later date.

Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). Immediately following release of the closure device, the device shifted proximally within the laa. No patient complications were reported.

Manufacturer narrative:
Device analysis: a single procedural image was received and analyzed by a boston scientific medical director. The single image provided could not confirm the reported device movement.